Manufacturer narrative:
Johnston, p. Et al. (2025) 'celt vascular closure device for larger nes arteriotomies: a single-center retrospective analysis', interventional neuroradiology [preprint]. Doi:10.1177/15910199251360140. The adverse event problem codes in section h6 relate to the first adverse event in the attached excel. The attached excel details all relevant information related to the 2 separate adverse events. No further information regarding the patient's outcomes is available in the abstract. A search of the complaints files was not possible as lot number was not provided. Section d4 (primary unique device identifier (UDI) number) includes the term "unknown" as no information was ever provided for the device lot number, label or UDI. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.

Event description:
The following was reported in 2025 johnston et al, celt vascular closure device for larger nes arteriotomies: a single-centre retrospective analysis. Retrospectively reviewed patients from january 2021 to 2023 who underwent primarily off label use endovascular procedures using 9f femoral sheaths closed with a 7f celt device. Data included demographics, procedural details, antithrombotic use, haemostasis efficacy, and closure-related complications. Prolonged hospitalization due to groin complication requiring consultation of vascular surgery for acute limb ischemia occurred in two patients resulting in surgical intervention. One of the two showed embolization of the device, meaning the device detached and travelled causing a blockage or stroke. The celt device was found to be intraluminal causing femoral artery occlusion on the same day as deployment. Vascular surgery removed the device and performed an artery vein patch angioplasty. The patient was discharged in stable condition six days later. The second patient was found to have a groin hematoma that was taken to the or for emergency endarterectomy. It was unclear whether this complication was due to failure of the celt device. Celt device malfunction such as device migration, which was defined as movement of the device within the arteriotomy site, or device failure, occurred in 6 cases (including the 2 cases of lower limb ischemia). 4 of the device malfunctions are non-reportable events. In total, 2 adverse events will be addressed within this complaint due to lack of information regarding the individual adverse events reported in the literature report. 1 for lower limb ischemia - caused by embolization of the device. The device was found to be intraluminal causing femoral artery occlusion and 1 for lower limb ischemia caused by groin hematoma.